Manufacturer narrative:
One used sample was received for evaluation for the complaint that there was a foreign object in the medicine liquid bag of the cassette. The lot history was reviewed; no nonconformities were identified that may have contributed to the reported complaint. As received a hair was observed between the cassette and the internal bag outside the fluid path. The complaint of foreign object can be confirmed. The probable cause is due to a gowning error during manufacturing in tijuana.

Event description:
It was reported that there was a foreign object in the medicine liquid bag of the cassette. The event occurred during the patient use. There was no patient harm/adverse event.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.